Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) database reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D9 - device available for evaluation: device returning updated from ni to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unknown vessel using a starclose device after an unknown procedure. Reportedly, the device did not deploy. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.